Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6): h3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed no device found message, record the two values the number high (100) the number low (100), failed all bench test, cable insulation is torn and got hot at donut end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the cord coming out of the paddle was frayed. Patient said they couldn't get the recharger to work anymore to charge the implanted neurostimulator (ins), but they could charge the controller. Agent asked event date, patient said they called way back in september of last year because they weren't able to figure out why the implantable neurostimulator (ins) wasn't charging up. Patient then said afterwards, they noticed the relay box was getting real hot, but didn't notice the cord was frayed until they were just looking at it now. Patient mentioned they didn't stay on the issue like they should have and just put it off, but now they wanted to get the implant back working. A request was sent to repair to replace the recharger.